Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (every 3 days intraperitoneally) and ceftazidime (intraperitoneally, dose and frequency were not reported). Treatment was ongoing. At the time of this report, the patient has not recovered. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: on an unreported date, the patient treated with cephalothin for the event of peritonitis. In the following month after onset of event, treatment with cephalothin and ceftazidime was discontinued. Should additional relevant information become available, a supplemental report will be submitted.